Event description:
I am not sure where to turn so I sent the following email below to bausch and lomb but I also saw articles that the FDA and cdc is involved so I wanted to advise you of my condition. I am trying to get some direction on how I determine if I have fusarium infection. I have been a soft contact lens wearer for about 20 years. I changed my eye solution from bausch & lomb renu multiplus-expiration date 12/005 and the following code gm3047 - to bausch & lomb renu with moistureloc sometime in 01/06. This bottle has an expiration date of 09/06 and the following c0de-gj4072a- on 03/01/06, I woke up and realized that I had gone partially blind in my left eye. I had extreme eye pain, eye discomfort, decrease in my vision, glared vision, issues with sensitivity to light, and problems seeing color in my left eye. I went to the eye center on 03/08/06 and they could not clearly diagnose my symptoms. They thought that I would possibly have optic neuritis so they recommended that I have MRI's done at the hosp to see if I actually had optic neuritis and to see if it was being caused by ms. In 03/06, I had a MRI done on the brain and an MRI orbital done on my face and neck. The result came back from the MRI in 03/16, the drs determined that I did not have ms and no definite signs of optic neuritis but rather an inflammation in my eye but they could not determine what was the cause. They said that it should clear up so on my way I went with partial vision loss. It has now been almost 2 months and my eye has not gotten much better. Unfortunately, I got laid off from my job in 11/05 and do not have vision/medical insurance. I have already accumulated vision/medical expenses to try and diagnose the problem but I no longer have the financial resources to figure out what is wrong with my eye. I was wanting to find out if bausch & lomb is conducting any studies or testing, that I could be a part of, to help determine if I have fusarium infection and if it is linked to the bausch & lomb renu solutions. A friend of my parent's heard about issues with the renu solutions and also knew of my condition, so our friend and my parents recommened that I contact bausch & lomb to see if you could help and to find out if your solutions are linked to my current eye condition.